Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis did not replicate nor confirm the complaint "broken conductor wire". Internal visual and external inspection revealed no abnormalities. The instrument passed the manual articulations test. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed energy delivery testing in various orientations. The instrument also passed the electrical continuity test. The log reviews don't show any failures. Intuitive followed up and obtained additional information. Broken cable was black conductor wire. Wire appeared exposed. Conductor wire was intact. There was no loss of cautery. There were no signs of thermal damage. No image or video recording is available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the permanent cautery spatula had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.